Manufacturer narrative:
The third-party service agent further evaluated the device, but could not reproduce the reported issue. No discrepancies were observed. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not reproduce the reported issue. From the downloaded key log file, physio observed that the device had powered off unexpectedly. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI (B)(4).

Event description:
The customer contacted physio-control to report that the screen of their device turned black when they used the device to treat a patient. The device was used in sync mode; after charging defibrillation energy and pressing the shock button, the users saw the device's screen go black. Two to three seconds later, the device was back on in sync mode. Treatment of the patient was continued normally with the same device. From the downloaded key log file, physio observed that the device had powered off unexpectedly.